Event description:
The patient reported charging issues and uncomfortable stimulation at the implant site. An advanced bionics representative performed device evaluation. The problem was not confirmed. The patient has decided to have the system explanted.